Event description:
It was reported that during an oral/max procedure, the patient received a burn to the mouth. The procedure was able to be completed by a different drill.

Manufacturer narrative:
The hand piece and the attachment were both sent back to the manufacturer for investigation. The hand piece functioned as expected while the attachment, when inspected, was found to have a shattered bearing and corrosion throughout the inside of the attachment. The corrosion debris was most likely the cause for the attachment to burn the patient. The instructions for use state that the customer should run the attachment before every use to ensure that the operation of the product is normal. When there is corrosion debris, the user should be able to tell that the attachment is not running properly due to additional heat, noise and vibration in its attachment.